Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle w/ pre-attach holder there was a safety shield failure and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "staff member confirmed that it was a needle from the same batch that caused the injury yesterday. As she put the safety cover over, after obtaining the blood sample from the patient, the cover snapped off resulting in the needle piercing her left thumb and causing a needlestick injury. We then obviously had to contact the patient to carry out a bbv questionnaire to assess the risk, occupational health and also complete a datix."

Manufacturer narrative:
The following field was updated due to corrected information: imdrf annex a code: from a150303 to a1503.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle w/ pre-attach holder there was a safety shield failure and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "staff member confirmed that it was a needle from the same batch that caused the injury yesterday. As she put the safety cover over, after obtaining the blood sample from the patient, the cover snapped off resulting in the needle piercing her left thumb and causing a needlestick injury. We then obviously had to contact the patient to carry out a bbv questionnaire to assess the risk, occupational health and also complete a datix."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle w/ pre-attach holder there was a safety shield failure and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "staff member confirmed that it was a needle from the same batch that caused the injury yesterday. As she put the safety cover over, after obtaining the blood sample from the patient, the cover snapped off resulting in the needle piercing her left thumb and causing a needlestick injury. We then obviously had to contact the patient to carry out a bbv questionnaire to assess the risk, occupational health and also complete a datix."

Manufacturer narrative:
H.6 investigation summary: "material #: 368650 lot/batch #: 2326760 bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
The following field was updated due to corrected information: imdrf annex a code: added a1503 and a0509.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle w/ pre-attach holder there was a safety shield failure and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "staff member confirmed that it was a needle from the same batch that caused the injury yesterday. As she put the safety cover over, after obtaining the blood sample from the patient, the cover snapped off resulting in the needle piercing her left thumb and causing a needlestick injury. We then obviously had to contact the patient to carry out a bbv questionnaire to assess the risk, occupational health and also complete a datix."